Manufacturer narrative:
This report was sent in error. The event occurred during non-human applications (non-human use product). The device involved in the event is intended for human use by medical personnel.

Event description:
This report is being supplemented to provide a correction to a previously submitted report. The event occurred during non-human applications (non-human use product). Please refer to mfg report #3002808148-2026-00940-00.

Event description:
It was reported that a prosthesis became stuck inside at the y junction between the operating channel and the biopsy valve in ultrasound gastrovideoscope. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.